Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by "yellowish output". The cause of the peritonitis was unknown. It was reported that 10 days after event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm once every three days, ongoing, route not reported) and meropenem injection (500 mg, three times a day, ongoing, route not reported) for peritonitis. The patient was discharged 14 days after hospital admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.